Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Diagnostics indicated out of range impedances and programming was unable to restore stimulation. Surgical intervention may take place as the next course of action.

Event description:
Additional information received indicated surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, effective therapy was restored.